Event description:
Account said the head section drifts down when it is raised. He said nobody was hurt.

Manufacturer narrative:
Several attempts have been made to contact the account for resolution without success. Repair is unk.